Manufacturer narrative:
(B)(4).

Event description:
This system had a pocket revision on (B)(6) 2017 because the wound was opening up. This was done to try to prevent infection, and after the revision the system remained implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.